Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called in stating the screen is cracked, and they are unable to use the device. The agent sent the user a replacement device, and the user verbalized understanding of the replacement process. There was no further information on patient harm or an adverse event provided in this case.